Event description:
A report was received that the pt was admitted to the hospital because his incision site was not healing. The emergency room physician did note redness at the incision site but the ipg was not exposed or coming out of the incision site. The physician decided to explant the pt as he felt the pt was not a good candidate for the system. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations.